Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The magnet strength was reviewed and adjusted and adequate retention was achieved. No further treatment is needed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent an MRI with the internal magnet in place. Although bandaging procedure was reportedly followed, it is believed that polarity of the magnet has reversed. The recipient is experiencing retention issues and intermittencies.